Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the reduction forceps with serrated jaw-ratchet 144mm (p/n: 399.99, lot number: a7qa09) was received at us cq. Upon visual inspection, it was observed that one of the jaws was broken, and the broken fragment was not received at us cq. No other issues were identified with the returned components of the device. Dimensional inspection: no dimensional inspection was performed due to the post-manufacturing damage. Document/specification review: relevant drawings (current and manufactured) were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the as received condition of the reduction forceps with serrated jaw-ratchet 144mm (p/n: 399.99, lot number: a7qa09) showed a broken jaw. No definitive root cause could be attributed to this allegation. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 399.99; lot number: a7qa09 (wo 913607 ); manufacturing site: tuttlingen; release to warehouse date: 05-mar-2007. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Traceabilty to the raw material certificate could not be established during this review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while restocking the lcp small fragment set, it was noticed that a reduction forceps were broken. The tip has been broken off. Possibly dropped or damaged during transit. There was no patient involvement. This complaint involves one (1) device. This report is for (1) reduction forceps with serrated jaw-ratchet 144mm. This is report 1 of 1 for (B)(4).